Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13feb2020.

Event description:
The customer reported that the touchscreen is not responding. The biomedical engineer replaced the graphic user interface (gui) assembly, and now unit is not displaying at all. The customer contacted product support and reported their efforts in cleaning the touchscreen with no effect on the problem. Product support replaced the gui again, but the unit still failed intermittently. There was a suspected issue with the mmi pcb and product support provided the ID for that part. The unit was not in use on a patient when the reported problem occurred.

Manufacturer narrative:
G4: 14apr2020, b4: 04may2020. The customer reported that replacing the man machine interface (mmi) board corrected the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.